Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the sleeve flexed during drilling, causing the drill to contact the nail and break." All the debris were removed from the surgical field/patient and other instruments were used to complete the surgery.

Manufacturer narrative:
Please note the corrections to d9, h6 method, results, and conclusion codes. The reported event could be confirmed, since the drill is broken as described in the event description. The device inspection revealed the following: the drill bit was returned for investigation. It can be confirmed that the drill bit is broken apart at a length of about 46 mm; the fragment was also returned. The microscopic investigation of the fracture face shows the typical view of a brittle overload fracture with no plastic deformation before the breakage. The shiny surface can be traced back to contact with the fragment after the breakage occurred. The cutting edges are strongly damaged in the area of the breakage. Based on these marks, the contact between the drill and the nail mentioned in the event description can be confirmed. The inspection of the drill tip showed that the cutting edges are in a very worn condition at the forefront. It therefore cannot be excluded that the use of a blunt instrument contributed to the reported event. Furthermore, a hardness test according to rockwell on the returned item indicates that the material is in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material-, manufacturing-, or design-related problems were found during the investigation. Based on the investigation, the root cause was attributed to a usage-related issue. The event was caused by excessive contact with the implant, which led to a mechanical overload. Wear and tear may also have played a role. If more information is provided, the case will be reassessed.

Event description:
As reported: "the sleeve flexed during drilling, causing the drill to contact the nail and break." All the debris were removed from the surgical field/patient and other instruments were used to complete the surgery.